Manufacturer narrative:
H3: no product was received for analysis; however, one photo was attached to the complaint. No discrepancy was detected in the photo received; therefore, the customer issue could not be confirmed. Without the return of the product a comprehensive failure investigation could not be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no complaints documented for this lot number.

Event description:
It was reported that the tubing continues to pop apart and they cannot keep it connected. It was disconnecting at the blue connector piece nearest the port. The pump stopped. They stated that nothing had ever leaked out when it was disconnected. They instructed to close the clamp nearest the port. The pump was powered off. Photo was provided. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated tubing and pump complaints documented on (B)(4) and (B)(4).